Manufacturer narrative:
The MFR customer support engineer (cse) replaced the graphical user interface (gui) central processing unit (cpu) and downloaded rev ak software. The device passed all tests per the service manual. (B)(4).

Event description:
A report was received from the USA indicating that during installation of rev ak software by a third party technician, the screen turned red. There was no pt involvement.